Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while performing the peritoneal closure after mesh fixation during a robotic laparoscopic rectopexy procedure, an instrument broke error message appeared for the bipolar fenestrated grasper. The broken instrument retrieval procedure was performed to remove the bipolar fenestrated grasper. The bipolar fenestrated grasper was then reattached, successfully passed calibration, and the surgeon regained control of it. However, while opening and closing the jaws, the cable of the bipolar fenestrated grasper broke and a fragment of the cable fell into the patient cavity. Repeated the broken instrument retrieval procedure to remove the bipolar fenestrated grasper. The fragment was immediately identified and retrieved using another robotic instrument. The broken bipolar fenestrated grasper was replaced with a new one to resolve the issue. There was no patient injury.